Manufacturer narrative:
We have not received the complaint device since it was discarded by the hospital. However, we have confirmed the failure from the picture that was provided to us before discarding the device. We found tails of the centering hoop was sticking out of the sheath preventing closure of the device. We are aware of this issue and have an ongoing recall that includes this lot number. We had notified this hospital to return all affected devices on 08/10/2016. We received response from them stating they had no devices from this lot in stock. However, they did have this device from this lot in stock and was used for this procedure. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. However, we did initiate a corrective action to investigate and resolve complaints related to similar issues. We have implemented a design change to our device that includes a heat shrink covering of the blades. We believe this change, along with some other process improvements, will eliminate the issue that our customer experienced. There was no patient injury as the result of this incident.

Event description:
Surgeon could not close the hoops of the valvulotome during the procedure.